Event description:
As reported: "aquatrack wire began to un-ravel from its outer covering while in the patient. They were able to successfully remove the wire in 1 piece." "Was there an injury? No". "Was there a death? No". There were no other details provided from the event site. Based on previous complaint history and the terminolgy used in the event description, it is believed 'un-ravel' is attempting to describe a partial shearing of the jacket material from the bare wire.

Manufacturer narrative:
As indicated in the attached investigation report, DHR review could not be performed, since an aquatrack lot number was not included in the event report from cordis. Physical analysis and failure mode verification could not be performed, since the product was not returned to confluent for assessment. Based on the likelihood that the reported event description of "un-raveling from its outer cover" is attempting to describe a shearing of the coated jacket material from the bare wire, which was seen in a previous complaint experience from 2018 in which a metal entry needle was returned with a guidewire with sheared jacket damage, the root cause for this event may be due to interface with a sharp or metallic device during the procedure. If so, this would be counter to the aquatrack IFU warnings, which is provided in multiple languages, including spanish and portuguese. Until such time as the product is returned for analysis, or some other additional details are provided, this can only be considered reasonable speculation, based on previous experience. Confluent ships approximately 100,000 aquatrack guidewires per year. This complaint for jacket damage possibly due to user not following the IFU warnings, represents the fourth event with similar failure mode in the past two years. The resultant 2-year event rate of 4 in 200,000 (0.002%) for jacket shearing damage during the procedure, does not present unacceptable risks or warrant additional actions at this time.